Event description:
The customer reported that a monitor was damaged as a result from a fall.

Manufacturer narrative:
(B)(4): the customer reported that a monitor was damaged as a result from a fall. Based on the available info, this issue is being reported to the competent authority, as it was reported that the monitor fell. This is being considered an unexpected fall of the device. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.